Event description:
A customer contacted beckman coulter inc. (Bci) reporting two damaged ostase calibrator vials which caused the contents to leak and one damaged ostase qc vial which caused the contents to leak. One calibrator box was affected by the two damaged calibrator vials and one qc box was affected by the one damaged qc vial. The customer did not report affect to end user or patients in association to this event.

Event description:
...

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
An investigation of the damaged ostase qc and calibrator vials was conducted at bci. The investigation determined the glass vials are not compatible to freezing at -70 degrees celsius. A 100% inspection is conducted when the vial labeling process is performed.